Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer is receiving excessive "no delivery" alarms during the bolus procedure. The blood glucose reading was 250 mg/dl. The customer is unable to troubleshoot. Advised to call when receiving an alarm to troubleshoot. Nothing further reported.